Manufacturer narrative:
N/ah6: component code added.

Event description:
N/a

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported issue. Additionally, a review of the complaint history did not identify a lot specific product issue. Based on the information reviewed, the reported single leaflet device attachment/slda was due to challenging patient anatomy. The reported mitral regurgitation (mr) was an outcome of the slda. Additionally, the reported patient effect of mr as listed in the instructions for use, is a known possible complication associated with mitraclip procedures. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
This is filed to report single leaflet device attachment/slda, recurrent mitral regurgitation. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. It was noted cleft on the medial aspect of a2p2, and calcium on the annulus. On (B)(6) 2021, one clip was deployed, reducing mr to 2. Then during a 30-day follow up, it was discovered that the clip became detached from the anterior leaflet but, remained attached to the posterior leaflet (single leaflet device attachment/slda), slightly increasing mr. The physician stated the cause of the slda was due to pre-existing patient anatomy. Additional treatment was not performed. The patient is asymptomatic and feeling well. There are no plans for additional treatment. No additional information was provided.